Event description:
It was reported that the microcatheter was found to be broken during preparation. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the microcatheter shaft was noted to be kinked at 72cm from the proximal end, likely due to handling. No other anomalies were noted on the device. During functional testing, the microcatheter was flushed and there was no leakage noted from the location of the kink. The physician may have perceived the observed damages (kink) as break and reported it as such; however, no break was identified on the device. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the microcatheter was found to be broken during preparation. There was no patient involvement.